Event description:
It was reported that the patient is without sound. He has bilateral cochlear implant and both were in good working condition just prior to (B)(6).

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.